Event description:
The hcp reported that shortly after implant, the pt was experiencing a lack of drug effect. The dose was increased to 800mcg/day. When the pump was refilled, there was no volume discrepancy, however, the pt was still experiencing no drug effect. The hcp attempted to aspirate the sideport, but was unsuccessful. "Also it ws not possible to fill contrast medium into the sideport. Later on, contrast medium was found in the reservoir. The pt was then overdosed and fell into coma." The pump was explanted and returned to the manufacturer for analysis. The pt is now reported to be fine. A follow up report will be sent when additional information is received.